Event description:
The customer reported that their acuity central station system-ICU was down for unk reason. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device will not be returned for eval. However, the device was available via telephone communication. The log file was downloaded for further complaint investigation. We have not yet completed the investigation.